Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous mid right coronary artery (rca). A 10/3.00 flextome¿ cutting balloon¿ catheter was used for treatment. During procedure, the balloon was inflated inside an unspecified stent. At 6atm, it was observed that the balloon ruptured. The device was removed completely and the procedure was completed with a different device. There were no patient complications and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that it was possible that the balloon came in contact with the stent.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation without the balloon protector cap. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No issues were noted with the tip or blades of the device. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material at 2 mm distal to the distal end of the distal markerband extending to 2 mm proximal to the proximal end of the proximal markerband. A visual examination of the returned device observed inner kinks at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported that it was possible that the balloon came in contact with the stent.